Event description:
The plastic part at the top of the tube separated. May have been the 15mm connector. The connector was seated prior to intubation. Tube was in the pt for 2 days prior to separation. Pt was intubated on 1/04/00.